Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The device was received with normal operating currents. No damage found on the lcd isolation tape noted. The device had cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level was 95 mg/dl. Customer tested with a new aaa alkaline battery and the display did not return. Troubleshooting was performed and customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.